Manufacturer narrative:
(B)(4) removed as the retention was deemed to be pre-existing and the intervention was standard of care for the patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's urinary retention was a pre-existing symptom and was not caused by the device or therapy. The performed intervention was standard of care for the patient. It was noted that the lack of therapeutic benefit and the reported symptoms were not resolved since switching programs.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient says the ins isn't providing the relief the healthcare provider (hcp) told them it would. Patient has ms (pre-existing; not device/therapy related) and the hcp told the patient the disease would probably make the benefits of the therapy go away over time. The trial worked well and the ins only worked for the first two or three weeks until the patient's symptoms returned. Patient has the urge to urinate a lot, going about 125 times a day, cannot complete urination, and has a painful "stinging sensation in the dick" that keeps the patient awake at night. Patient cycled through all four programs and increased amplitude as high as the patient comfortably could. Trauma/falls are not related to the issue and the patient feels stimulation. Patient changed programs right before reporting and is feeling a fluttering sensation in his testicles. It was reviewed that this is the target area. It was also reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. The patient should contact their hcp if the problem doesn't resolve. Patient is seeking a second opinion so they were sent hcp listings. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.